Manufacturer narrative:
Analysis of the pump revealed due to the patient¿s high flow rate, the pump declared end of service (eos) due to motor revolutions (40000). Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
On 09-10-2015, information was received from a (B)(6) patient via the representative who was receiving morphine 3.3 milligram per milliliter (mg/ml) at a dose of 9 mg/day and marcaine 3.4 mg/ml at a dose of 9 mg/day via an implantable pump. The lot numbers were unobtainable and the indications for use were not provided. The patient's medical history and concomitant medications were not obtainable. With the patient's refill the pump's elective replacement indicator (eri) was 3 months, reported as somewhere in october. It was also captured as "pump eri 34 month". However, in the "beginning of this week" on approximately (B)(6) 2015, suddenly the pump stopped working. The patient had suddenly "no morphine anymore." This resulted in the explant and replacement of the pump on (B)(6) 2015. The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The indication for use and patient's symptoms were requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Corrected: initial report was to also include: h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The representative later reported that the patient's indication for use was "fbbs" (failed back surgery syndrome). The patient had no symptoms related to the pump which stopped working. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.